Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-paddle leads, upn: m365sc8336700, model: sc-8336-70, serial: (B)(4), batch: 7050332. Product family: scs-lead fixation: upn: m365sc43160, model: sc-4316, serial: na, batch: 24145659.

Event description:
It was reported that the patient had not had any pain relief since being implanted with the spinal cord stimulator despite having good stimulation coverage in her targeted pain area. Several reprogramming attempts were made with no success. The physician assessed the patient had psychological issues that were thought to be a contributing factor. The patient underwent an explant procedure to remove the device and was stable post-operatively.